Manufacturer narrative:
The pump was received with the reservoir tube lip completely broken off. The reservoir does not stay locked in. The pump was received with a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a cracked reservoir tube window, a missing reservoir tube o-ring, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plastic transparent ring at the reservoir compartment is broken and the reservoir cannot stay in place. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis..